Manufacturer narrative:
Reported event: an event regarding implant fracture involving a patient specific distal femur replacement was reported. The event was confirmed by x ray review. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for the distal femoral replacement, which was inserted on the (B)(6) 2018. The surgeon reported a fractured of the knee component. The x-ray provided showed that the femoral component has disassociated with the tibial component and there is a fracture at base of the tibial component. In addition, the axle can¿t be observed. Therefore, the radiographic assessment can confirm the clinical report and the reason for revision. -device history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 18 sep 2018 with no reported discrepancies. -complaint history review: based on the device identification the complaint databases were reviewed from 01-jan-2016 to present for similar reported events regarding crack/fracture of a distal femur, tibial component. There have been 2 other events. Conclusion the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through a sales rep "this patient has fractured through her custom dfr clip and the axle is out (implanted (B)(6) 2018) left knee. Looks like a failure of the implant itself. The implant is "nickel free" as she has an allergy." Update 27 nov 2019: a clinicians review of the x ray provided, indicated that the fracture mentioned was at the base of the tibial component.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
It was reported through a sales rep "this patient has fractured through her custom dfr clip and the axle is out (implanted (B)(6) 2018) left knee. Looks like a failure of the implant itself. The implant is "nickel free" as she has an allergy."